Event description:
Upon drawing up terbutaline using bd 5 ml syringe in the sterile compounding area (IV room), pharmacy technician noticed small particulate inside the syringe. It was not moving and looks like inside the syringe and not from the medication. Technician was not able to save the syringe wrapper to identify the bd ref number and lot number.